Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error and spi to motor pic communication error. Customer's blood glucose at time of incident was unknown. The customer was tried to clear the error but it did not work. The customer insulin pump is out of usage now.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No software error - bad pointer, impossible default case, parameter out of range, etc. Alarm or spi to motor pic communication error alarm noted.